Event description:
Reporter indicated that a system diagnostic test showed high lead impedance. It was reported that the pt had not experienced any trauma or manipulation of the device. No pt adverse events were reported. X-rays were reviewed by the MFR and no cause for the high lead impedance was identified.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
Clinic notes dated (B)(6) 2013 were received which indicate that the patient's father expressed interest in having the patient's vns device re-activated. Per a review of the patient's vns programming history, the vns device was disabled (to 0ma) on (B)(6) 2007 after high impedance with a dcdc = 7 was observed. Review of the lead and generator dhrs confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received which indicates the patient's vns lead was replaced on (B)(6) 2013. The explanting facility does not return explanted devices, so the device is not retrievable.